Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted a ruptured bladder. The device was microscopically examined and a marking was observed on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was filled with 70ml of fluorouracil and 30ml of sodium chloride. There was no patient involvement. No additional information is available.